Event description:
It was next reported that on the morning of (B) (6) 2009, a low pressure alarm was heard and air leaked from the pilot balloon of the pt's tracheostomy tube. The customer replaced it with another 5.0pdc tracheostomy tube. The event occurred again on the same day and this event is reported on 2936999-2009-00523.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.